Event description:
A customer obtained unexpected negative reactivity during validation testing of the modified antibody identification assay on the galileo neo (90168).

Manufacturer narrative:
The assay was modified to decrease unexpected positive reactivity and equivocal reactions and to provide better specificity. Provided the antibody screen was positive, additional testing would need to be performed prior to transfusion. The instrument is operating as expected.